Manufacturer narrative:
Batch review performed on (B)(4)2015: lot released on (B)(4) 2014. Surgery planned for (B)(6)2014. Expiration date: 04/30/2015. Items shipped to u.s. On (B)(4) 2014. Further investigation steps performed on (B)(4) 2015: the my knee department responsible confirmed that the expiration date is correct. Medacta USA shipped to the distributor the products on (B)(4) 2014. The distributor reported that: patient cancelled 4 times and we simply lost track of expiration date. Have made changes to insure that they are always checked. The knee product manager stated that the surgical technique requests to check the matching between guides and bone models, to be sure that the guides are stable on the bone, to verify the correspondence between the cut and the bone models before cutting and to check the cut after having performed it. All these steps should help the surgeon in verifying if the guides are accurately positioned and/or the cuts well performed. If something goes wrong, he can shift to the conventional instrumentation. The risk of harm for the patient is highly unlikely.

Event description:
(B)(4).

Manufacturer narrative:
On 09 september 2015 it was prepared a final report with the information already submitted in the initial report. On (B)(4) 2015 the report was sent to the initial reporter and the case was closed.